Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system heard beeping tones from the device. Battery longevity is at eight months. Technical services (ts) reviewed device data and found the left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements measuring greater than 2,000 ohms back in may. Ts recommended checking the device and clearing the tones. At this time, the device and non-(B)(6) lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).